Manufacturer narrative:
(B)(4). The patient contaminated the patient line when he disconnected to use the restroom. There was no mention that the patient followed the proper disconnect procedures. The complaint cannot be confirmed in the lab due to a lack of sample. In a follow up call, the patient stated they started over with new supplies and they have continued therapy with no injury or medical intervention as a result of this incident. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter's technical service center requesting therapy assistance, which occurred on the homechoice (hc) during use during dwell 2 of 5. The home patient (hp) stated they had disconnected during dwell 2 of 5 to use the restroom. The baxter technical service representative (tsr) assisted the hp to end therapy since the patient line was compromised. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call; the hp stated they started over with new supplies and completed therapy with no further issues. The hp stated they have continued therapy with no injury or medical intervention as a result of this incident.